Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The canister was replaced to resolve the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported a leak greater than 4.5l due to a crack in the canister. There was no patient involvement.